Event description:
The customer returned the cysto-nephro fiberscope to the service center for a separate issue. During the device analysis, the service technician indicates that the bending section cover or distal sheath adhesive chip was found. It was determined that the adhesive needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, degradation problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.